Event description:
It was reported that during a da vinci-assisted thyroidectomy surgical procedure, the harmonic ace was found to have the white part at the tip melted and powder was blown out while being used for tissue resection. Fragments from the instrument fell inside the patient. A backup instrument of the same kind was used to continue the procedure. The procedure was completing as planned. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no damage observed. The instrument was in use for less than 5 minutes then the teflon pad melted. The powder fell into the patient and could not be removed. No additional surgical procedure was required to remove the fragment. It was unknown what caused the breakage to occur as the instrument did not collide with any hard materials or other instruments. The surgeon did not notice any issues with the functionality of the instrument. The fragment did not fall inside the patient during an instrument tip or accessory collision. The instrument was not removed during the procedure (prior to the breakage). Upon final removal of the instrument, the wrist was straightened, and the surgical staff did not feel any resistance upon removal of the instrument through the cannula. Both instrument and cannula had no other damage after the event occurred. Post-operative tests like an x-ray or ultrasound were not performed to check for remaining fragments. The procedure was completed robotically with no report of patient injury. There was no tissue burn/injury. No bio debris was found on the instrument jaws. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. Photographic images of the device(s) or a video recording of the procedure were not available for isi review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the harmonic ace instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A review of the instrument log for the harmonic ace (part# 480275-08 / lot/serial# (B)(4)) associated with this event has been performed. Per this review of the logs, the harmonic ace was last used on (B)(6) 2022 via system serial# (B)(4). This is a single-use instrument. A review of the site's complaint history identified no other complaints related to the instrument and/or this event. No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: it was alleged that the teflon pad at the instrument tip melted during a da vinci assisted procedure. The powder fell inside the patient and was not retrieved. At this time, it is unknown what caused the issue to occur.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated and confirmed the customer reported complaint ¿the harmonic ace was found to have the white part the tip melted¿. Failure analysis found the primary of teflon pad damage to be related the customer reported complaint. Visual inspection of the instrument found the teflon pad exhibited thermal damage at the base of the teflon pad. There were signs of pieces missing, which caused the teflon pad to slip down towards the base from the distal tip. The blade was inspected and no damage was found to the blade. The charring and melting on the base of the teflon pad is often caused by excessive energy delivery, where the pad degrades over time from regular usage. The root cause for the damaged teflon pad is typically attributed to the mishandling/misuse. A review of the rfe procedure log showed the site performed this thyroidectomy surgical procedure on (B)(6) 2022 with system (B)(4).